Event description:
It was reported that the patient underwent a surgical procedure for the repair of periumbilical and incisional hernias in 2004. It is reported that the patient experienced abdominal inflammation, drainage and an infection. Subsequently, she underwent additional surgery and scarring.

Manufacturer narrative:
Conclusion: since there is no product available for evaluation and the product lot number is unknown, the investigation of this complaint is limited and we are unable to draw a conclusion. Should add'l info become available, a supplemental 3500a will be submitted accordingly.